Manufacturer narrative:
(Results) returned products are currently under test. Evaluation code (conclusion): same as above.

Event description:
Complainant reported that during use the sucker "was cracked".